Event description:
Customer using accu-chek advantage system. Customer states did comparison testing on meter to lab with results of 273 mg/dl on customer's meter and 93 mg/dl at the lab. Location of testing not provided. No quality controls were run. No action taken based on device result. No adverse event reported. A request was made for return of the suspect product and a replacement was sent. Accu-chek advantage system: accu-chek comfort curve test strips lot# 548982, exp date: 04/30/2007.

Manufacturer narrative:
The suspect product is comfort curve test strips.